Manufacturer narrative:
Follow up report. (B)(4). Updated:b4,b5,d2,d4,d9,g1,g3,g6,h1,h2,h4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that when trailing the head, the prov head wouldn't sit in the prov stem. Upon looking at the inside of the head, we realised there is a part inside it that is crooked. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) g2: report source canada. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6 the product involved in the reported event was returned for investigation. Visual inspection of the returned trial head revealed multiple surface defects. Scratches were observed on the spherical articulating surface and examination of the underside identified one tab exhibiting deformation and another tab that was cracked. All tabs showed evidence of gouging and deformation consistent with repeated prior use. The device has an estimated field age of approximately 4.5 years. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.